Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient with a implanted neurostimulator (ins). It was reported that the patient¿s stimulator became exposed through the skin and became infected. The device and leads were explanted. It is possible that the abdominally implanted stimulator was exposed by the skin being worn by transferring the patient in and out of their wheelchair. The issue has resolved. No further complications were reported or are anticipated.